Event description:
The technician alleged that the side rail was not staying in the up position. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube was broken. The technician replaced the side rail end tube and rivets to resolve the issue.